Event description:
A clip broke during the intervention. Additional information: according to the surgeon there was no consequence for the patient. The incident occurred while the clip was being removed, not during application. No medical intervention. Another clip was used with sucess. It is unknown if the clip fell into the patient. The surgeon searched in the abdomen and did not find anything and there was nothing neither in the operating area. Maybe the clip remained in the trocar during the removal of the trocar.

Manufacturer narrative:
Qn#(B)(4). The customer returned two units 544230 hemolok ml clips 6/cart 84/box for investigation. Two clip halves were returned loose along with a representative sample. The loose clip halves were visually examined with and without magnification. Visual examination revealed that the loose clip halves both exhibited staggered breaks at the hinge. One clip half was broken at the center of the inner hinge and towards the pierced boss side of the outer hinge. The other clip half was broken at the pierced boss side of the inner hinge and at the center of the outer hinge. Both clip halves were the hook side half of the clip. The halves appeared used as there was biological material present on the sample. Functional inspection was performed on the returned representative sample. The first clip was able to properly load into the jaws of a lab inventory clip applier and was successfully applied to over-stressed surgical tubing. These actions were repeated with the remaining clips with the same results. No functional issues were found with the returned representative clips. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip halves both exhibited staggered breaks at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA 037 has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - hinge" was confirmed based upon the sample received. Two clip halves were returned loose along with a representative sample. The clip halves both exhibited staggered breaks at the hinge. The representative sample was functionally inspected and all of the clips were able to properly load and fire onto over-stressed surgical tubing. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA 037 has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product broken parts - clip - info not provided lot# 73a2000299 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip broke during the intervention. Additional information: according to the surgeon there was no consequence for the patient. The incident occurred while the clip was being removed, not during application. No medical intervention. Another clip was used with success. It is unknown if the clip fell into the patient. The surgeon searched in the abdomen and did not find anything and there was nothing neither in the operating area. Maybe the clip remained in the trocar during the removal of the trocar.